Event description:
It was reported that an ilet user applied a new dexcom g7 sensor that paired with the dexcom app but did not pair with the ilet, and support guided the user to toggle the ilet cgm setting to g7 and reenter the pairing code, with education that pairing could take up to 30 minutes; the user also described intermittent ¿pressure lows,¿ and was counseled on cgm accuracy considerations and use of a glucometer for confirmation. Symptoms included perceived low glucose readings consistent with pressure-induced false lows. Outcomes included no injury, no medical intervention, and no change in therapy beyond user education. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the device function could be affected by cgm pairing workflow and sensor pressure artifacts, with no confirmed ilet malfunction. It was concluded that the event was related to cgm pairing and sensor pressure effects, with normal operation of the ilet once appropriate settings and confirmation testing were employed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.